Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine sulfate (concentration 30.0 mg/ml, dose rate: 10.288 mg/day), prialt (concentration: 10.0 mcg/ml, dose rate: 3.429 mcg/day), baclofen (concentration: 0.1 mg/ml, dose rate: 0.03429 mg/day), and bupivacaine (concentration: 10.0 mg/ml, dose rate: 3.429 mg/day). The previously applied conclusion code is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10 mgml at 3.42 mg/day, prialt 10 mcg/ml at 3.42 mcg/day, gablofen 100 mcg/ml at 34.2 mcg/day and morphine 30 mg/ml at 10.288 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported that the patient reported a code on their ptm (personal therapy manager). The code was 8474 (pump reset). Per the healthcare provider the patient reported the critical alarm with a code late last night. The patient was told to head over to the clinic for them to decide on orals for the patient or have the patient go to the hospital. Additional information from another healthcare provider reported a low battery reset occurred, reset occurred. The logs revealed that the pump had a low battery reset at 4:22 the day of the report. The healthcare provider programmed out of the reset. The healthcare provider stated that the patient would likely be on the schedule for pump replacement on monday and would be given orals over the weekend if needed by the physician on call. There were no patient symptoms and no further complications reported.

Manufacturer narrative:
Analysis of the pump found that there was high battery resistance and that there was a feed thru anomaly with a shorting across the insulator in the pump motor. Analysis also found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis also found that there was a pump tube anomaly with an unconfirmed pump tube breach in the pumphead. Fdc (B)(4) applies to the analysis finding of an unconfirmed pump tube breach. Fdc (B)(4) applies to the analysis findings of corrosion/wear/lubrication and a stall due to shaft bearing in the pump motor gear train. Fdc (B)(4) applies to the analysis findings of high battery resistance and the shorting across the insulator. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.